Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 467 mg/dl at the time of incident. The current blood glucose level is 389 mg/dl. The customer treated high blood glucose with bolus using insulin pump. The customer did not experienced symptoms of high blood glucose value. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that they assisted with troubleshooting for auto mode. The insulin pump will not be returned for analysis.